Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00384 initial report on 2022-11-10. Additional information 2022-11-15 the patient sample was hemolyzed. The customer performed interference testing and stated that there was insufficient sample to complete a full investigation, therefore, is inconclusive, but the customer believes the result of another alternate test method tni (2.0618 ng/l) is suggestive of interference. Additional information 2022-11-16 siemens has concluded the investigation for an outside of the united states (ous) customer for elevated atellica im high-sensitivity troponin I (tnih) results from one female patient serum sample that was low/normal when tested on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 87.858 ng/l (99th% female serum = 38.64 ng/l), repeated in duplicate (77.447ng/l, 77.713 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen tested on another alternate method, which resulted 2.0618 ng/l, which is below the reference interval for that method (female 10ng/l). No sample was available to be sent to siemens for further investigation. Sample integrity is questionable, as the sample is noted to be hemolyzed. Per the table in the hemolysis, icterus, lipemia (hil), and other interferences section of the assay instructions for use (IFU), > 500 mg/dl of hemoglobin could cause more than a 10% change in results. The atellica im tnih method is a high sensitivity troponin I method vs the customer's initial alternate test method, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Per the elevated tni values in patients without ami section of the IFU, there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated values. A product problem has not been identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results on a patient sample that were discordant compared to the lower, normal range result on an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
An elevated high-sensitivity troponin I (tnih), result was obtained on a patient sample on an atellica im 1300 analyzer. The initial result was reported and questioned by the physician. The same sample was retested in duplicate on the same day and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower, within the normal reference range. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih results.